Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced upper pressure sensor for check IV error. Replaced corroded rear case and replaced broken door assy. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor- 12 pack. A review of the device history record for (B)(4) was performed from 11/07/2012 to 08/31/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
Customer reported fails pm.